Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause of the v clip breaking was not really determined. It was noted that the v clip would not close. The surgeon tried to close it a couple of times with no results. They stated it was not working so they asked to replace it (customer acknowledged need to replace). There was no other communication from the surgeon. The v clip product was discarded by the customer. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the v clip broke during procedure and would not close and there was a secure replace with a new v clip. No environmental/external/patient factors led to the issue. No troubleshooting was done it was just replaced. The replacement resolved the reported issue. No symptoms were reported. No further complications were reported or anticipated with this event.